Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. The device was returned to olympus for inspection. Device inspection confirmed that the ceramic head (ceramic tip/insulation beak) was missing. Based on the results of the investigation, the reported issue is caused by a component failure of the ceramic head (insulation beak). The insulation beak failure is mechanical component problem, but the root cause of the insulation beak failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the inner sheath had the ceramic head missing. There were no reports of patient harm.